Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Investigation is complete. This report is an initial final submission. Review of the most recent repair record determined the comb, roller, gears, and side plates were damaged. The comb, roller, ratchet gears, and both side plates were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that it is in need of repair. At product evaluation investigation the device was found to have a bent comb. No additional event information available.